Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time and date, and customer resumed insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.